Manufacturer narrative:
A partial lead with the connector portion measuring 10.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-14921. Related manufacturer reference number: 2017865-2019-14924. It was reported the patient was deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.